Event description:
It was reported that the patient did not know why his spinal cord stimulator was replaced in 2007. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the reason for the removal/replacement of the patient's implantable neurostimulator (ins) was due to a subcutaneous infection of the lead component. It was noted that the patient was getting effective therapy treatment from the ins prior to the infection. The patient was treated with IV antibiotics per the direction of an infectious disease consult which resolved the infection. The patient subsequently underwent another implant of a new ins system. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead: model 3998, lot# v004003, implanted: 2006 (B)(6), explanted: unk; extension: model 3708340, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk; extension: model 3708340, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk; extension: model 3708360, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk; extension: model 3708360, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk; programmer: model (B)(4); programmer: model (B)(4).